Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced high voltage therapy and the patient was brought into the emergency room with chest pain. Upon device interrogation, the implantable cardioverter exhibited incorrect interpretation the patient's atrial fibrillation rhythm and had delivered inappropriate high voltage therapy. Programming changes were made and the patient was discharged. On (B)(6) 2020, the patient experienced high voltage therapy again. The patient was brought into clinic on (B)(6) experiencing some diaphragmatic pacing and device interrogation revealed further inappropriate high voltage therapy. Further programming changes were made and the patient was discharged.